Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a false detection of a loaded set during testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be an out of specification digital pot sensor reading, the force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device had a false detection of a loaded set on load point 3 and 4. No additional information is available.